Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard failed. A field service engineer manually tested all keys on the integrated main keyboard and confirmed that each key was functioning properly. Then ran diagnostics and saved the test results and opened the e compartment to inspect the universal serial bus (usb) connections. After verifying the connections, the fse powered down the station, removed the existing keyboard, replaced it with another keyboard, secured the new keyboard assembly to the rails, connected the usb cable to the docking board, and powered the station back to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, the integrated main keyboard was failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.